Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The complete lead was returned. Dried blood/body fluid was noted in the lead lumen. The guidewire insertion test failed 795 millimeters from the terminal pin. This was most likely due to blood/body fluid infiltration. Additional testing concluded that the lead was electrically continuous. The clinical observation was not able to be confirmed.

Event description:
The lead was returned for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a loss of capture. A chest x-ray was performed and it was determined the lead had dislodged. A lead revision procedure was performed. The lead was taken out of service and an epicardial lead was placed. No additional adverse patient effects were reported.